Event description:
I got an injection of euflexxa, and after that could not bend knee at all. Previously have received orthovisc shots, and did not react the same way. Extremely painful and could not walk. Severe swelling in knee.